Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported via a healthcare professional (hcp) she cannot connect with the antenna since (B)(6). The patient reported they were not feeling stimulation and wanted to increase stimulation. The patient was able to connect with and without the antenna and the patient was on program 2 at 0.5 v. The patient increased to 4.5 v and therapy was on. The patient reported not feeling stimulation on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.